Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a lap myomectomy procedure, using the device after around twenty minutes use, the generator showed an instrument error. When the nurse reassembled and tested the instrument again, the active blade broke off. Unknown how case was completed. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the tissue pad of the device "was be striked". Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.